Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. The usm was installed onto a patient side cart fixture test platform where the automatic gain control (agc) current test was found to be failing on the degrees of freedom 3. Once testing was completed, the pitch searchlight was further inspected and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the pitch search light assembly was found to be the probable root cause of the reported event.

Event description:
It was reported that the customer experienced error 32056 on the universal surgical manipulator (usm) 3 during standalone startup of the patient side cart. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical service engineer (tse). Tse reviewed the error information and determined the fault was pointing to the universal surgical manipulator (usm) 3. The customer then switched to integrated mode, and tse confirmed the error continued to point to the usm 3. An emergency power-off was performed as troubleshooting, but the error persisted. There was no report of patient involvement or patient injury.